Event description:
It was reported by the customer spouse that the insulin pump would go blank every time the customer would push the act button. It was also reported that the customer received an unexpected restart alarm as well as a external ram error. Customer's blood glucose level at the time 600 mg/dl. Customer was treated with a manual injection.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit passed a21 error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty connector. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No unexpected a21 alarms noted. No a17 alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).